Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left colectomy, on fixation between the circular anvil and the trocar/needle/pin, in order to link/ connect tissues (colon and rectum), a big difficulty to connect was experienced. Manual fixation was done to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring. Functionally, the device was subjected to a measured anvil attachment test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a planned laparoscopic and open left colectomy, on fixation between the circular anvil and the trocar/needle/pin, in order to link/ connect tissues (colon and rectum), a big difficulty to connect was experienced. Manual fixation was done to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a planned laparoscopic and open left colectomy, on fixation between the circular anvil and the trocar/needle/pin, in order to link/ connect tissues (colon and rectum), a big difficulty to connect was experienced. Manual fixation was done to complete the procedure.